Event description:
This is regarding the medtronic minimed 530g with enlite sensors: I've had many, many occurrences of the sensor giving wildly inaccurate readings. This has led to losing consciousness and having many occasions of needing medical assistance from my wife and children. I am hypoglycemia unaware so I have no physical signs when it drops to dangerous levels. This device has helped many times but failed too many times to count. I've discussed this so many times with their very helpful customer support personnel. However, they have been unable to figure out the cause or helped to rectify this situation.